Event description:
It was reported that all keypad buttons (up arrow, down arrow, okay, and contrast) were unresponsive. There is no additional information available about this complaint. The complaint is being reported because of the issue with unresponsive buttons.

Manufacturer narrative:
(B)(4). There is no patient impact associated with this complaint. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no visible damage to the keypad. The down and contrast buttons had weak springback but all buttons were found to be responding appropriately with no delayed response. The keypad was removed and no button contact defects were found.